Manufacturer narrative:
A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.

Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a sacroiliac and thoracolumbar based spinal procedure, the trajectories of the navigation system could not be viewed when zooming in. It was noted that the instruments were removed from the surgical field, views cycled and the images re-centered without resolution. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.